Event description:
It was reported that the customer encountered an issue where cartridges were easily detaching from the pump, even after hearing a click during insertion. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to remove the case from the pump and clean the pneumatic tap area, confirming that the cartridge o-ring was undamaged. Although the cartridge could be reloaded, it still came off with minimal pressure. After reviewing a video sent by the customer, technical support decided to replace the pump as a resolution. The customer was informed about the steps to follow upon receiving the replacement, which included returning the defective pump within ten days. The customer understood and acknowledged these instructions. Customer will continue to use current pump.